Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 236-305 mg/dl with a trace of ketones. A bolus via the pump was delivered to address the bg level. Upon changing the cartridge the customer received a minimum fill notification. Multiple cartridges were attempted to be loaded and the same notification reoccurred. The customer was to use insulin injections to manage diabetes.